Event description:
Philips received a complaint by the customer on the v60 indicating that error code 1111 had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported error code 1111, oxygen device failed, had occurred. A field service engineer (fse) went onsite for further troubleshooting and evaluation. The fse confirmed with the customer that the device has been running without any error and suspected that error code 1111 had occurred due to a user error. No further action was required. The fse confirmed that the device was running without error and suspected the issue was due to a user error. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.